Event description:
Customer reported tpn leaked from IV tubing, above the pump. Tpn was replaced and infusion restarted without incident. There was no pt harm reported and medical intervention was not required. No additional pt/event details were provided.

Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted once the investigation is completed.